Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, h6 (update codes), h11. H4: the suspect lot ur25f18055 has a manufacturing date of 06/26/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspect lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets leaked at the connection to peripheral intravenous (piv) catheters. This was observed during patient use. On occasion when taking down the dressing, a loose connection was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred over the last few weeks before reporting the issue on november 24, 2025. D4: a suspect lot may be ur25f18055 which has a UDI of (B)(4). Should additional relevant information become available, a supplemental report will be submitted.